Event description:
Covidien received info that the 840 ventilator had a blank screen. There was no pt involvement at the time of the event. The customer reported to have replaced the power supply. The ventilator passed all testing.

Manufacturer narrative:
(B)(4).